Event description:
The blood glucose base unit began to smoke after the meter was docked on it. It was stated no one was injured and nothing was damaged except the meter, base, and potentially the serial cable. Reporter indicated using chlorox concept cloths to clean the meter and base. A request was made for the return of the suspect device and replacement product was sent.